Event description:
During an incident in 09/05 involving a pt who had a heart attack at the wavebath this pocket mask was used by an employee to resuscitate the pt and at a later point. An emergency dr found the pocket mask filter inside the pt's mouth. Either on the tongue or in the pharynx space. The pt could not be rescued and died from the heart attack. There is no allegation that the pocket mask was the cause of the pt's death. At this point it is unclear whether the actual pocket mask can be returned for investigation, since it was withheld by the police who arrived at the scene.